Manufacturer narrative:
Contact office: (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating pentax model eg-2990i/serial (B)(4) "failed atp test 3x". No further information was provided at the time of the report. The video gastroscope involved in the event was returned to pentax for evaluation. Pentax medical contacted the initial reporter via email on (B)(6) 2016 to retrieve additional information regarding the event, and reprocessing techniques followed at the facility. A response was received from initial reporter on (B)(6) 2016 stating the end user in endoscopy has declined to provide any additional information. The pentax medical service inspectional findings included the following: scratched housing on the pve connector. Scratched control body grip. Severe scratch inside the operation channel. Hole in the operation channel. Leak in the operation channel. The device failed both the dry and wet leak test. Because of this, the suction function test could not be performed. Repairs were performed on the device which included replacing the operation channel and the bending rubber, and applying the required o-rings and seals. The device was returned to the customer on 04/06/2016. Pentax is currently investigating possible root cause(s) for this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review was performed on (B)(6) 2016 confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On (B)(6) 2016, pentax medical provided reprocessing training at the facility. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.